Event description:
It was reported by the olympus representative, the insertion section on the evis lucera bronchofibervideoscope was bitten. No patient harm reported. During the evaluation of the device, it was noted the coating was peeling off the insertion tube cover due to deterioration. This report is to capture the reportable malfunction of peeled coating on the insertion tube cover due to deterioration noted at estimation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The curved tube was bitten by an external factor. The insertion part cover was bitten by an external factor. The image guide bundle was significantly broken due to external factors. There were stains on the image guide bundle due to external factors. Water tightness was not maintained due to holes in the forceps channel due to external factors. The insertion part had wrinkles due to external factors. The forceps could not be smoothly inserted into the forceps channel. The channel cleaning brush could not be smoothly inserted into the forceps channel. Scratches were found on the operation part due to external factors. There was a strange noise when operating the angle. The bending section cover adhesive was missing. There were scratches on the switch box due to external factors. The index of the grip was missing due to an external factor. There were scratches, angle lever, up/down plate, universal cord, and forceps stopper on the grip due to external factors. The universal code was crushed due to an external factor. The electrical connector contacts had corrosion due to handling. The scope connector may have been scratched due to external factors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed the peeling of the coating on the insertion tube. A definitive root cause for this issue was not established. However, it is probable that the issue occurred due to wear/stress from repeated use. It is also possible that the issue resulted from a mishandling of the device. Olympus will continue to monitor field performance for this device.